Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly, the motor assembly, and the keypad.